Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) reported they interrogated the patient¿s pump and it indicated the pump was in safe state and reset occurred. The patient came in a week prior to the report. They said the pump was alarming. Another nurse filled the pump at that time, and the patient was noted to have been ¿overdue for a refill¿. The patient was admitted with dehydration, which ¿they assumed was related to the pump¿. They further stated it was not flu-like symptoms. They stated that ¿on her previous one it said eri had occurred on (B)(6) 2013, but it was still functioning¿. At that time, when the patient came in for a refill it said ¿pump in safe state¿. Another nurse was able to fill it, but the physician was unaware. The patient was having ¿a little bit more pain,¿ but they were not feeling sick. They felt a little bit more discomfort than they had previously in their sciatic nerve. The pump¿s expected residual volume said ¿reservoir volume 5.1 ml¿s¿ which the healthcare provider thought was incorrect because the patient just had their pump filled. They further noted another portion of the logs indicated the reservoir volume was 40 ml¿s. The hcp could not print the pump logs. Further interrogation revealed a ¿low battery reset¿ occurred on (B)(6) 2013. A prior reset had occurred on (B)(6) 2013. The healthcare provider the patient was in the hospital around (B)(6) 2013, as ¿that was when they got sick¿. The patient had gone through withdrawal and they were dehydrated. The hcp was going to program the pump to minimum rate. The medications used within the system were morphine and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8840, lot# serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the patient came in for a refill in (B)(6) 2013, and at that refill, the physician programmer said elective replacement indicator (eri) replace by date was (B)(6) 2013. No surgery was scheduled. (B)(6) prior to eri, the primary health care provider (hcp) called the pain clinic hcp and said that the patient was in the hospital for the flu and was dehydrated with symptoms of nausea and vomiting. When the patient came in on (B)(6), a nurse could not refill the pump because the pump had reached eos on (B)(6) 2013. The reservoir should have been completely empty but it had 5 cc's. The primary hcp indicated that the hospitalization was lab confirmed diagnosed flu, and that it had nothing to do with the pump.